Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3708660, implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type: extension.

Event description:
A health care provider (hcp) reported via a manufacturer representative that odd impedances were measured during a clinic visit on (B)(6) 2017. The hcp interrogated the implanted system and a short circuit was found between electrodes 9 and 10. The cause of the low impedances was a possible fall, but the manufacturer representative was not sure. The patient's implantable neurostimulator (ins) was recently replaced on (B)(6) 2017. A revision was done and the extension was explanted and replaced. The issue was resolved after the revision. The patient was alive with no injury. No further patient complications were anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 3708660, serial# (B)(4), implanted: (B)(6) 2009, explanted: (B)(6) 2017, product type extension. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the extension found no significant anomaly. The body of the extension was cut through and the extension was segmented. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
Additional review determined the following patient code was not related to this event: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a health care provider (hcp) via a manufacturer representative reported the patient experienced reduced therapy. The patient had a small fall, but they did not injure their head or neck. It was unknown when the fall occurred.